Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found from a visual inspection of the lead portion that noted external abrasion breaching the optim sheath caused by another device or feature of the heart. The insulation underneath was undamaged. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.